Manufacturer narrative:
The customer contacted physio-control to report a recurrence of the reported issue as documented in medwatch report number 3015876-2017-01217.  Through the course of that investigation, physio re-evaluated the customer's device and verified the reported issue.  Physio then replaced the device's therapy connector assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed therapy connector assembly and determined that the cause of the reported issue was that in three (3) of the sockets the connection tabs were missing and in the other three (3) sockets the connection tabs were very worn.  This resulted in an intermittent connection while in paddles lead ECG.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.   The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not detect that a therapy cable assembly was connected.  The device would either show a noisy ECG rhythm while in paddles lead ECG, or no data at all.  As a result, defibrillation may not be possible.   There was no patient use associated with the reported event.